Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, there were 2 devices had an issue. During inflation of the balloons after bringing in, the balloons would not insufflate a after being placed in the abdomen. Due to the product problem, the incision was extended more than 1 inch. They used another trocar to complete the case.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the trocar balloon had a hole at the distal end. The locking collar, valve seal and valve doors appeared intact. The inflation syringe and obturator were received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.